Manufacturer narrative:
On 08/08/2016 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - one monopolar cable returned in used condition, showing minimal wear. There are no visible signs of any damage to the cord. Device history evaluation - nonconforming product report / nonconforming material report history: there were no applicable nonconforming product report / nonconforming material report history. Variance authorization / deviation history: there were no va¿s issued that were relevant to this complaint. Engineering change order history: there were no eco¿s that were relevant to this complaint. Corrective action preventive action history: none related. Health hazard evaluation history: monopolar hhe was issued in 2010 if used with alcohol based prep. Conclusion: root cause undetermined.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
As surgery was completed and drapes were being removed, a burn mark under the monopolar cord was discovered on the patients right upper quadrant. Approximately 2cm x 3-4 mm in size. No visible trace of defect in the cord was immediately seen. Bovie settings were 30 cut 30 coag, I believe. Travis fullnur tested the cord, and was shocked by the cord, but could not visibly see any cuts or tears in the cord. On (B)(6) 16 customer reports a laparoscopic cholecystectomy was being performed. Device was connected approximately 30-45 minutes, and 10 minutes in use. This cord had been used 3-4 times before. According to the surgeon, this was a deep second degree burn. The burn was treated with some antibiotic ointment, and cleansed with soap and water twice daily. The burn healed well without any further treatment.